Event description:
Physician attempted to remove jackson pratt postop, initial surgery date (B)(6) 2016. Tubing broke in the patient leaving a portion in the patient. Patient required surgery on (B)(6) 2016 to remove remaining part of jackson pratt.